Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Visual inspection of the returned unit found that the needle was fully retracted and there was damage to the button. Microscopic inspection found that a corner of the button, which locks into place with the needle hub, was missing. Although the defect of damaged button was confirmed, bd was unable to determine a definite root cause for the observed damage to the button as there are no known steps that would produce that type of damage. It is possible an unforeseen circumstance within manufacturing produced the defect but the user environment could not be ruled out as the device had been used. Additionally, loose pieces of hard material were also found sticking to the gel on the button corner opposite of the damage. Most of the pieces were translucent, but one was white in color. Based on its appearance, the white piece likely originated from the damage seen on the button. The returned unit was then dissected and inspected for other damage to determine where the shards of translucent material could have originated from. No other damage was seen on the rest of the components. Since no damage was found to account for the translucent material, it is possible the material was introduced in the manufacturing environment but also in the user environment as the device had been used. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract, and device damage while still considered operable. The following information was provided by the initial reporter: we have a insyte autoguard IV catheter that is defective. Upon activating the safety to cover the needle, the inferior plastic piece fell out. There was no patient contact or injury.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced a needle that would not retract, and device damage while still considered operable. The following information was provided by the initial reporter: we have a insyte autoguard IV catheter that is defective. Upon activating the safety to cover the needle, the inferior plastic piece fell out. There was no patient contact or injury.